Manufacturer narrative:
(B)(4) - (no consequences or impact to patient). (B)(4) - (incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Elevated result. As part of the investigation the customer's instrument logs were reviewed. The result log review verified that elevated sodium results were generated. The sample was also elevated when tested on another architect c8000 (sn (B)(4)) analyzer in the lab. The log review also revealed the suspect results did not display a patient flag for the results. The architect system operations manual, section 5 operating instructions provides descriptions of patient flag results ll or hh. The patient flag ll or hh description is the result is outside the defined extreme range. The flags if defined provide additional information about a result and indicate the user may need to review the result. Therefore, if the patient flags ll or hh had been defined, the discrepant high sodium patient result would have needed to be reviewed. The message history log did not reveal any level sense errors. The liquid level sense(lls) log review did not reveal any ict sample diluent reagent aspiration or reagent changeover issues with the ict sample diluent reagent. Review of the complaint text indicated a probable cause attributed to poor sample handling. The architect system operations manual and the ict sample diluent package insert were reviewed and were found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The customer stated that a sample from a patient with dehydration and vomiting was run on the architect c8000 analyzer and a sodium result of 185 mmol/l was generated. The sample was checked on the I-stat and a result of 136 mmol/l was generated which fit the clinical picture for the patient. A subsequent sample was obtained from the patient and run on the blood gas analyzer with a result of 141 mmol/l. There was no report of impact to patient management.